Manufacturer narrative:
The dislodgement and high threshold allegations were not confirmed. No anomalies were noted at the lead tip. Resistances measurement were normal. Setscrew mark was in the correct location on the terminal pin.

Event description:
This supplement report is being filed due to device evaluation. Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated upon completion of product investigation.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.